Manufacturer narrative:
(B)(4) the fsr found there was a fault indicator light. During troubleshooting, the temperature display issue was caused by a loose wire on the j1 connector. The fsr repaired the loose wire on the connector, and checked calibrations and operations. The unit operated to manufacturer specifications and was returned to clinical use. Preventative maintenance is performed on the unit by the manufacturer every six months. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the temperature reading was not accurate on the cooler heater unit. There was no patient involvement.